Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) showed six and a half year remaining with magnet rate of eighty five. Boston scientific technical services (ts) reviewed and noted one day post ablation patient was pacing at forty-eight percent with high rate atrial sensing. In addition, atrial sensing was programmed off and patient pacing at a hundred, however, lower rate limit was at eighty five. Ts then explained it would take thirty days for changes in programming to be reflected in the device battery status. Further, a device check a week after and engineering analysis was suggested. To date, the device remains in service. No adverse patient effects.